Event description:
On (B)(6) 2015 the reporter contacted animas alleging an unspecified inaccurate delivery issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump history showed that the last basal and bolus deliveries occurred on 06/01/2015. There were no alarms related to the complaint observed in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).